Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: no anomalies found, however apparent explant damage was noted; full lead in segments returned and analyzed.

Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.